Event description:
It was reported that the user was traveling and misplaced the charger, resulting in the ilet running out of power and becoming nonfunctional; the case involved power depletion and lack of charging capability, and a magnetic phone charger was recommended temporarily with a replacement charger shipped. Symptoms included hyperglycemia with a reported blood glucose of 240 mg/dl. Outcomes included interruption of therapy until charging capability is restored. Investigation included a review of the reported power loss and charging unavailability. Investigation of this case revealed user-related loss of the charging accessory leading to device power depletion; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling and accessory loss leading to low and very low battery.